Manufacturer narrative:
Additional information included that the sprinklers went off and causing water damage. It is believed the sprinklers extinguished and put out the fire. The firefighters were seen entering the building as seen on the video. The scooter was damaged as was the cord to the off board charger. The charger itself was not damaged only where it plugs into the charging port on the scooter. The scooter was left at the location as the health and safety team were looking into the electrical safety association and to view the device as well. No one was injured. It was reported there were approximately 10 to12 people in the building at the time of the alarms sounding. Apparently this is the normal outlet she uses to charge the scooter on a regular basis. Please note: invacare is currently gathering information. Any additional information received will be provided in a supplemental report.

Event description:
A company representative reported an incident that occurred in (B)(6). Reportedly the end user had left her workplace for the weekend leaving her scooter on charge in the building. After watching security surveillance video it was deemed that evening, smoke in the office area which turned into fire. No injury.

Manufacturer narrative:
Product was returned to the manufacturer - investigation results: the lynx lx-3 scooter with the delta tiller (s/n (B)(4), model number sc3-78t-rd) was removed from the packaging and visually inspected for damage. The overall condition of the scooter was extremely poor with many physically damaged components. Many of the metal parts and electrical connections had significant corrosion. The circuit breaker had severely corroded terminals and one of them was fractured. A reliable resistance reading of the circuit breaker could not be made with an ohmmeter due to the corrosion. The 15 amp atm fuse near the scooter controller was open (blown). There was significant overheating damage to the seat, as well as, the area under the seat where the on-board charger would normally be located. It was evident that the on board charger had been removed from the scooter and replaced with a three wire cable to accommodate an 8 amp off-board wheelchair charger. The most significant overheating damage was seen in the area where this replacement harness connects to the intermediate harness (i.e. Harness running from the tiller at the front of the scooter to the controller at the rear of the scooter). In addition, many of the metal clamps used to route and retain the cables were not being used to retain the cables of the charging circuit. While an exact cause cannot be determined due to the extensiveness of the damage; the overheating damage is most likely due to the charging circuit modifications and careless routing of cables that resulted in a breakdown of the insulation and possible arcing of wires. The most significant area of heat damage to the scooter is in the area of the extension cable that replaced the on-board charger. The off-board charger was not the manufacturer recommended type for this scooter, rather it was the kind typically used for a wheelchair. The majority of the cable jacket on the 3-wire extension cable, used to make the connection from the off-board charger to the tiller wiring harness, was melted away exposing the inner conductors of the cable. Although, the 15 amp fuse for the charging circuit was blown, poor routing of the charging cable may have caused the fuse to be circumvented and the off-board battery charger to continue to source current to the circuit.